Event description:
According to the spouse of the pt, pt was implanted with gastric band in 2000. Pt began to have esophageal reflux in 2001, that persisted intermittently for nine months. The physician following the pt (not implanting physician) diagnosed possible stomach ulcer and prescribed oral nexium. Also, some adjustments of the amount of saline in the band were made via the remote port. Neither of these attempts to control the reflux symptoms was successful. The pt began to have pain that became so severe that two days after it's onset that the pt went to the emergency dept of a hosp and was admitted. Phyicians at the hosp found necrosis of stomach tissue apparently due to ischemia. A surgical procedure was performed to remove the gastric banding system and a partial gastrectomy with gastric bypass was performed. Although the identity of some of the physicians involved has been provided by the pt, permission to contact the physicians had not been granted by the pt at the time this report. Therefore, specific lot, serial and model info could not be determined.